Event description:
A caller reported an issue with the insulin gauge on their pump, where the displayed amount was different from what was expected, showing 55 units instead of the anticipated 200 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller of the importance of removing air from the cartridge before filling, which the caller acknowledged. The caller chose to load a new cartridge independently and did not request further assistance for this step.